Event description:
Post market surveillance review of literature found report of summit rod fracture associated with forestier disease. Article title: rigid occipitocervical fixation: indications, outcomes, and complications in the modern era (bhatia,r.) Publication date: apr 2013. N=1 rod fracture associated with forestier disease patient.

Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.